Event description:
It was reported that the device was explanted due to (B)(6). The infection started at the implantable neurostimulator (ins) site about (B)(6) post-operation. Oral and IV antibiotics were given and there was still some drainage from the pocket. The patient had multiple other complications as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).